Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer ended up in emergency room yesterday on (B)(6) 2021 due to low blood glucose level. Blood glucose value was 26 mg/dl. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was active. The insulin pump will not be returned for analysis.